Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the patient's right ventricular (rv) lead showed high capture threshold, r-wave amplitude variation, and high defibrillation impedance values. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction - h6 - the r wave amp variation code and high defib impedance code have been removed and return and analysis complete. The reported events of inadequate capture was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.